Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log and functional testing identified the reported f94 alarm. This confirmed the reported condition. The cause was determined to be depleted main batteries. To address this issue the main batteries were replaced and configuration settings were reset. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f94 alarm. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.